Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. To resolve the reported issue of the customer, the user interface module assembly was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the patient coded after avea ventilator stopped ventilating. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.